Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump just beeped and says, 'programming incomplete'. The reporter stated that during the patient's procedure, the pump has been running without any issues. Settings reviewed: stopped, reservoir volume was 1ml, cr0, demand dose 0. They cannot reprogram the pump and the patient's pain level was rated 7/10. The event occurred while in use with patient.

Manufacturer narrative:
Device evaluation: customer reported pump just beeped and says, 'programming incomplete'. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.